Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker technician evaluated the customer's device and verified the reported issue. The device was sent to stryker product analysis center (pac) for further evaluation. Pac evaluated the device and determined that the cause of the reported issue was due to depleted hlc battery.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.